Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd max¿ system, bd max¿ instrument with the bd sars-cov-2 reagents curves were unusual. There was no repot of patient impact. Eua# (B)(4).